Manufacturer narrative:
Reference: (B)(4). Medical product: vanguard titanium pps closed box femoral tight 62.5 mm, item #: cp115732, lot #: 837170, biomet finned primary stem 80x15 mm, item #: 141320, lot #: 884540, biomet regenerex primary tibial tray 71 mm, item #: 141273, lot #: 770260, biomet regenerex 3 peg patella series a 34 mm, item #: 141357, lot #: 983930. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that following a revision knee arthroplasty, the patient was again revised due to swelling and stiffness. The tibial bearing was replaced. Attempts have been made and additional information on the reported event is unavailable at this time. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The following report is submitted to relay additional and corrected information. The reported event is confirmed. Review of patient medical records determined that the patient was unable to complete physical therapy due to pain in her hip and knee. The surgeon noted that the inability to complete physical therapy resulted in the patient's knee stiffness. The patient also has limited range of motion as a result of the stiffness. The components were all found to be well fixed and properly positioned during the revision procedure. No devices were received; therefore the visual inspection was not conducted. Device history record  (DHR) was reviewed and no discrepancies relevant to the reported event were found. Products were reviewed for compatibility with no issues noted. Review of the complaint history determined that no further action is required. A definitive root cause of the pain was unable to be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.